Manufacturer narrative:
The sample was collected in a 4ml vacutainer tube and sampled within minutes of collection. Qc is run every morning. Qc was run before and after this event and results were within acceptable limits. A field service engineer (fse) was dispatched: the fse replaced the instrument's reagents and controls and verified reproducibility and operation. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
The ac-t diff analyzer generated erroneous low hemoglobin (hgb) and platelet (plt) results for one patient. The initial hgb result was 6.9g/dl and 6.5g/dl upon repeat testing. The patient was redrawn on the next day twice (by a hospital and by the customer) and higher hgb results were obtained. The initial plt result was 312.0 x10^3cells/ul. Higher plt results were obtained on the redrawn samples. The results were reported out of the lab. No death or serious injury, no change to patient treatment is associated with this event.